Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular capture threshold was rising. Auto capture management trend shows average threshold increased from 0.5v to 2v during the record. Auto lead diagnostics shows ventricular lead maximum impedance of greater than 4700 ohms. A ventricular lead warning occurred on (B)(6) 2013 with open circuit paces and non-physiological sensing detection occurring since the alert.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: kvdd901 implantable pulse generator (ipg): (B)(6) 2008. (B)(4).

Event description:
It was reported that there was a lead warning for high impedance on the right ventricular (rv) lead. Review of data indicates there were many unsuccessful paces. Capture threshold had also increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.